Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 74% stenosed target lesion was located in a severely calcified middle of the right coronary artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for use but could not pass through the lesion. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 2.00mm x 15mm from catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were noted with the hypotube shaft and a visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination identified a 1.4cm longitudinal tear along the length of the balloon and a kink in the inner lumen of the distal shaft underneath the balloon tear. The complaint reported that the device could not cross the lesion. As it is not possible to test the device for navigation through patient anatomy, the complaint allegation cannot be confirmed.